Event description:
The date of the event is estimated. A patient reported that she is experiencing a reaction following a breast reduction procedure performed by (B)(6). Quill srs 2-0 pdo suture material was used for deep dermal layer closure of the inframammary incision. The pt added that the reaction is causing severe itching and burning along the incision lines. The pt has been placed on multiple courses of steroids as well as oral antibiotics with no relief of symptoms. The incision lines are intact and patient is healing well despite the reaction. Per (B)(6), the patient is requesting to be taken back to the operating room for removal of the suture material.

Manufacturer narrative:
The date of this event is estimated. Samples were not available for eval. The item/lot code info was not provided. Therefore, the exp date and mfg date are unk. The product involved in this event was reported as quill srs, 2-0 pdo. A part/model number was not provided. Method: samples were not available for eval. Furthermore, without the item/lot code info, relevant portions of the device history records (DHR) and sterility records could not be reviewed. Results/conclusions: samples were not available for eval. No product eval can be performed. Angiotech reference: (B)(4), item # unk, quill srs, 2-0 pod, lot unk.